Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none symptoms/ae: stroke death time of symptoms/ae; 5 days after the procedure. It was reported that five days after an uneventful right carotid stenting procedure in 2007, the pt experienced a stroke. The pt was admitted to the hospital on three days later, after he had been at work and complained of new right sided weakness to coworkers and shortly thereafter lost consciousness due to massive cerebrovascular accident. The pt was intubated and was taken to a local emergency department then referred to another facility for further eval and treatment. The pt expired. 5/24/2007. No add'l info available. Study event